Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode, a subcutaneous implantable cardioverter defibrillator (s-ICD) device and a non-boston scientific pacemaker device exhibited episode of abrupt change in low amplitude, which disabled smart pass. The patient received an inappropriate shock. A technical service (ts) consultant reviewed device data, and advised physician that this could be related to patient condition or postural changes. Ts advised when the non-boston scientific pacemaker device paces, it disables smart pass due to the amplitude. Ts provided training and education. The electrode, sicd remains implanted. No adverse patient effects were observed.